Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received insulin pump flow block messages, battery lasts about 3-4 weeks in the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-1780kl, mmt-397a. Troubleshooting was declined by the customer. No harm requiring medical intervention was reported. No product return is required for mmt-332a. No product return is required for mmt-1780kl. No product return is required for mmt-397a. It was unknown whether customer will continue using the device or not.

Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. Pump was monitored and no unexpected charge/battery lasts less than expected or low battery alert noted. Successfully downloaded pump traces and history file using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was found on: 03/20/2024 10:09:00.000 insert battery alarm was found on: 03/20/2024 18:37:38.000 insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 24-apr-2024 at 10:24:08 pm. There was no power data available for the event date of 20-mar-2024. Unable to check power data for low battery alert. No unexpected low battery alert noted during testing. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 20-mar-2024 in the formatted history file. There was ¿no¿ no delivery alarm/insulin flow blocked alarm recorded in the formatted history file for the event date of 20-mar-2024. However, no delivery alarm/insulin flow blocked alarm was found on. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a serial number label fading. The pump passed all the required testing. Customer alleged for charge/battery lasts less than expected or low battery alert and no delivery alarm/insulin flow blocked alarm were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.